Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the device code 1069 provided on the initial report needs to be corrected. Device code 1069 is no longer applicable. The correct device code is code is 3020 cosmetic issues. The following section has been updated accordingly: section h6: medical device problem code: 3020 cosmetic issues. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. Note: acknowledgement 2 for this report was received on 9/22/2022. There was a delay in receiving acknowledgement 3 due to a cdrh system issue. Multiple follow-ups were conducted with the esg help desk. On 10/18/2022 esg responded requesting to resubmit the MDR. Therefore, this report is being resubmitted on 10/19/2022.

Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 15-apr-2021. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Ethnicity and race: unknown as information was not provided. The device was manufactured at the kulim site, which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was implanted in the patient's ocular sinister (left eye) on (B)(6) 2020. The iol was explanted (B)(6) 2021 due to scratch on lens. Planned vitrectomy was performed. There was no patient injury and it was reported the patient is doing fine post-operatively. Through follow-up, additional information was received confirming the incision was enlarged and suture(s) used during the explant procedure were planned. The explanted lens with replaced a non-johnson & johnson surgical vision lens. No further information is available.